Event description:
Site reported difficulty with the location subsystem, a component of the superdimension inreach system, and canceled the superdimension case. The pt was under general anesthesia and there was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
Superdimension has not yet received the location subsystem from the site for eval. Superdimension is filing this MDR in an abundance of caution due to the risks associated with multiple exposures to anesthesia.